Event description:
It was reported that the device turns on and off by itself. The unit was not in use on patients. Additional information received indicated that an alarm and/or error message was not provided prior to the device turning off by itself. The device was using ac power when the condition occurred. The issue occurred once when the unit was tested. No patient involvement.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.